Event description:
Catheter broke during removal. Catheter inserted on (B)(6) 2010. Pt family member attempted to remove catheter on (B)(6) 2010, but found it stretching. She returned to the physician for removal. The catheter broke as the physician removed. No adverse event reported.

Manufacturer narrative:
No sample rec'd for eval and investigation. W/o the actual product or a lot number, a complete analysis cannot be conducted. No add'l info has been provided, although requested. As no lot number was provided, the device history record and lot history cannot be reviewed. The best evidence indicates that the catheter was pulled until it stretched and broke. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheter's are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info pertinent to this complaint or the sample is rec'd, the file will be reopened.